Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was misalignment between the programmer's stylus and the touch screen. The misalignment is reported to occur between where the programmer's stylus touches the screen and the screens response. It was also noted that the device had been calibrated. The return status of the device is unknown. No patient complications have been reported as a result of this event.